Event description:
As reported, approximately three years post initial tka, the 67 y/o female patient had a revision due to the device poly recall; no other reason reported. Patient was revised to exactech devices. There was no breakage of a device or a surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos and x-rays. The device is not available for evaluation due to hospital would not allow. No additional information.

Manufacturer narrative:
As reported, approximately three years post initial tka, the 67 y/o female patient had a revision due to the device poly recall; no other reason reported. Patient was revised to exactech devices. There was no breakage of a device or a surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos and x-rays. The device is not available for evaluation due to hospital would not allow. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision was reported to be due to the device recall. No other reason was provided. These devices are used for treatment not diagnosis.